Manufacturer narrative:
Patient identifier and race: unknown. No sample received for analysis. A two year review of complaints for the reported alleged injury for this product was reviewed and no trends were observed. 3m will continue to monitor.

Event description:
A hospital reported an incident involving a 62-year-old male patient. On (B)(6) 2022, the tegaderm chg dressing was used to secure the patient's PICC (peripherally inserted central catheter) line located on his brachial (date of PICC line insertion was not reported). The area was cleansed with chloroprep and the PICC line was stabilized with stat-lock before the dressing was placed. No skin protectant was applied on the area before the dressing was placed. The patient received IV fluids and other unspecified therapies through the PICC line. On (B)(6) 2022, during an outpatient visit for treatment and PICC line dressing change, the dressing was noted with yellow drainage and the area where the chloroprep was applied felt like pitting edema. After the dressing was removed, the patient's skin was moist, with yellow patches and granulation. The area was treated with topical antibiotic and steroid (clotrimazole/bacitracin/neomycin). The alleged injury resolved after one month and the area is scarred. The patient had no pre-existing skin conditions and the dressing was applied on intact skin. No allergies, medical history or intervention reported.